Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® c&s preservative urine tube had the additive powder turn to liquid.